Event description:
It was reported the patient right s1 lead had migrated. As a result, surgical intervention was undertaken on 03sep2024 wherein an additional lead was implanted to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.